Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator could not be interrogated. Shortly after the follow up visit, the patient experience sudden cardiac death. The patient was in ventricular fibrillation and external defibrillation was required to resuscitate. As the device could not be interrogated; it is unknown if therapy was available and delivered, or if therapy had been depleted during the ventricular fibrillation episode, or if the external defibrillator affected device operation. A replacement procedure was to be performed in the near future. The device will be returned for analysis upon removal.

Manufacturer narrative:
To date, the device remains implanted. Upon removal, the device will be returned to boston scientific crm for analysis. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no interrogation was possible with the device and the device memory was not available. Visual inspection of the device noted a large arc mark on the device case. The output bridge was compromised which is consistent with overstress damage incurred during high voltage shock delivery when the output is shorted. Analysis concluded that the device sustained damage during therapy delivery. No shock therapy was available after the output bridge was damaged. A high current condition was present which depleted the cell and was the reason no telemetry was possible.